Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 6 failed to open and it was unable to detect on bus. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed to open and it was not detected on bus. The field service engineer (fse) had resolved the issue by replacing the controller on the drawer and tested for functionality. The system functioned as intended after the field service engineer repaired the device.